Event description:
After ffr measurement, a dissection occurred in the right coronary artery (rca). The physician implanted 2 drug-eluting stents in the mid rca. The subject was discharged in good condition on (B)(6) 2011.

Manufacturer narrative:
As the product was not returned, we were unable to identify a definitive root cause. We do not believe that there is any evidence of device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.